Event description:
Seven discordant troponin I (tni) results were obtained on an advia centaur xp instrument. Results were reported to the physicians. The same samples were rerun and corrected reports were reported out. There are no known reports of patient interventions or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens field service engineer (fsa) was dispatched to the customer site. The fse analyzed the instrument and identified the cause for discordant tni results was the aspirate probe 2 pinch valve which was not working properly. The pinch valve was replaced. The instrument is performing within the specifications. No further evaluation of the device is required.